Manufacturer narrative:
Additional information d.11.

Event description:
It was reported that the quadfuse extension tubing was leaking at one of the ports while in use on a drip infusion via a peripherally inserted central catheter (PICC line). The "line was changed." There were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the quadfuse extension tubing was leaking at one of the ports while in use on a drip infusion via a peripherally inserted central catheter (PICC line). The "line was changed." There were no adverse effects to the patient as a result of this event.